Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the external pulse generator (epg) had issues with the ventricular lead connector and battery door which required repair and it was noted that both output connectors were broken and the lower case was broken above the battery drawer. It was further noted that both wires on the liquid display screen (lcd) were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The firmware was updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had issues with the ventricular lead connector and battery door which required repair. The epg has been returned for repair. It was further reported that the connector was broken and that there was no patient involvement.